Event description:
The customer contact reported a separation. During testing at the user facility, it was reported that when the tubing was "gently tugged", the tubing separated from the arm of the clave y-site. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).